Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "strange material" (particulate matter) on the female connector of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added on d9, h3, h6, and h11. H11: one (1) photograph and one (1) actual sample were received for evaluation. The photograph was reviewed and showed possibly dried up iodine outside the fluid pathway. The reported particulate matter was verified. The cause of the particulate matter is consistent with aseptic cleaning technique of using iodine-based cleaning solutions. During testing of the actual sample, while attempting to remove the twist clamp, a separation between the tubing and main body was observed. Pinched tubing was observed between the occluder feet. The separation will cause a leak. There were markings inside the tubing indicating the tubing was positioned onto the leg of female connector. Based on the reported event, the separation was most likely use related when the sample was ¿tampered¿ with. The assembly of the two components is a friction fit and not a solvent bond therefore a strong tug could cause separation. Should additional relevant information become available, a supplemental report will be submitted.